Event description:
During a complaint investigation, the customer obtained a higher than expected vitros tropi es result (0.057 ng/ml) on a known troponin I free sample, during a tropi es precision test, using a vitros eciq immunodiagnostic system. The expected tropi es result on the troponin I free sample is <0.014 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. Patient samples were not processed while the precision test was outside of the precision guideline for tropi es and there was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected vitros tropi es result was obtained on a known troponin I free sample processed on a vitros eciq immunodiagnostic system. The investigation determined the most likely assignable cause of this result was instrument related. An ocd field engineer performed service actions to multiple analyzer subsystems to return the eciq system to expected performance. Following these action, acceptable vitros tropi es precision was observed.